Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has a history of falls. The patient presented in clinic for follow up and the right ventricular lead was noted to have dislodged after the patient had fallen. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was repositioned successfully. The patient was stable post procedure.